Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that rebooting the pump resolved the blank-display issue. This complaint is being reported because the cause of the alleged event was not determined through troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/09/2014 with the following findings: there were no black box findings pertinent to the reported event. Inspection revealed that the display screen was clear, legible, and fully functional: the reported display issue was not duplicated. The display screen was found to be free of damage. During analysis, the pump operated according to the specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.